Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional details regarding reported event for patient information and initial reporter email were not disclosed as the information was unable to be obtained from the facility. Good faith efforts to obtain additional information of the reported event are in progress. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman procedure, a nrg transseptal needle was selected for use. A transseptal puncture was attempted at the inferior/posterior site using a nrg and a non-boston scientific sheath. Energization was performed despite unclear tenting, and pericardial effusion was subsequently observed on the right ventricular side (8 mm). Protamine reversal was performed to observe the pericardial fluid. After confirming no increase, a second septal puncture (mid/mid) was attempted to access the left atrial appendage. Afterward, activated clotting time (act) was maintained above 200. An attempt was made to place a 31mm device, but the posterior side protruded by nearly half. Adjusting the flx ball position did not change the situation, so a smaller size was used. Although the protrusion could not be prevented, the physician determined to release the device based on transesophageal echocardiogram (tee) images showing the device frames contact with the left atrial appendage wall and confirmation via the tug test. Postoperatively, pe decreased to 2-3 mm, and there were no significant changes in vital signs during the procedure. No interventions were reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional details regarding reported event for patient information and initial reporter email were not disclosed as the information was unable to be obtained from the facility.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a watchman procedure, a nrg transseptal needle was selected for use. A transseptal puncture was attempted at the inferior/posterior site using a nrg and a non-boston scientific sheath. Energization was performed despite unclear tenting, and pericardial effusion was subsequently observed on the right ventricular side (8 mm). Protamine reversal was performed to observe the pericardial fluid. After confirming no increase, a second septal puncture (mid/mid) was attempted to access the left atrial appendage. Afterward, activated clotting time (act) was maintained above 200. An attempt was made to place a 31mm device, but the posterior side protruded by nearly half. Adjusting the flx ball position did not change the situation, so a smaller size was used. Although the protrusion could not be prevented, the physician determined to release the device based on transesophageal echocardiogram (tee) images showing the device frames contact with the left atrial appendage wall and confirmation via the tug test. Postoperatively, pe decreased to 2-3 mm, and there were no significant changes in vital signs during the procedure. No interventions were reported. It was further reported that the device is not expected to be returned for analysis (discarded). There were no issues noted with nrg device neither in the physician opinion, the device contributed to patient complication. No additional treatment performed. Patient discharge status is unavailable per the customer. The procedure was a percutaneous left atrial appendage closure, to treat atrial fibrillation.